Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose reaching approximately 50 mg/dl during the night. Customer's health care professional recommended settings adjustments. Tandem technical support guided the customer through adjusting their pump settings. Customer stabilize blood glucose levels with orange juice and glucose tablets.